Event description:
Philips received a complaint on the v60 ventilator indicating that the blower temperature high alarm occurred. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the error code for the blower temperature high alarm was confirmed in the device event log. The rse instructed the customer to verify the air inlet filter was not dirty or blocked, verify the cooling fan was operational, and then replace the blower or motor controller (mc) printed circuit board assembly (pcba). This investigation is ongoing.

Manufacturer narrative:
H10: the customer informed the remote service engineer (rse) that the error code for the blower temperature high alarm was confirmed in the device event log. The rse instructed the customer to verify the air inlet filter was not dirty or blocked, verify the cooling fan was operational, and then replace the blower or motor controller (mc) printed circuit board assembly (pcba). In a good faith effort (gfe) response from the customer received on 31may2024, the customer provided that the air inlet filter was found to be blocked and the cooling fan was operational. Following the device check by the customer, the device was returned to full functionality and had operational verification testing completed. The customer confirmed that no replacement parts were ordered or required. The investigation concludes that no further action is required at this time.